Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a power on reset (por) occurred. Illegal address por occurred (B)(4) 2014.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. Concomitant: 6935m62, lead implanted: 2014-(B)(6); 4574, lead implanted: 2014-(B)(6). (B)(4).

Event description:
It was reported that the device had a power on reset (por). The por was cleared and the device remains in use. No patient complications have been reported as a result of this event.